Manufacturer narrative:
H10: the actual devices were not available; therefore device analysis could not be completed for those samples. However, ten (10) companion samples were received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure and clear passage testing which observed a leak between the white covering and the clear tubing in in 1 sample only. The reported condition was verified in 1 companion sample; however, not verified in 9 companion samples. The cause of the condition was due to improper assembly during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink system solution sets leaked; further described as when the saline bag was hung, the white plastic that holds the tubing lines together is where it leaked. The devices were used with chemotherapy drugs etoposide and docetaxel. This was identified during setup and preparation. There was no patient involvement. No additional information is available.